Event description:
The patient reported that the pump pushed all of the insulin out of the cartridge during the load step of a routine cartridge change.

Manufacturer narrative:
Correction number: 2531779-03/24/2010-003-r. Device evaluation: the pump has been returned and evaluated by product analysis on 09/14/2011 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Evaluation revealed that the force sensor flex was physically damaged.